Event description:
Customer reported the system rebooted on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb pcb. System operates as intended.